Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient had uneventful bilateral photo refractive keratectomy (prk). Patient presented at one month complaining of pain in the left eye. Upon slit lamp examination a corneal ulcer was observed. Reporter indicated the patient was started on besifloxacin ophthalmic suspension and tobramycin and dexamethasone ophthalmic suspension alternating every two hours. At six weeks post prk, the patient was observed to be healing and had trace haze with a trace impression of a scar. Reporter stated the patient is doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).